Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted, however a reference photo was provided. The reference photos of the actual sample were received in an open package. Deep scratches were observed on the inner surface of the protector, along with a damaged bottom film. Additionally, slight bending of the needle was found. Retention samples were visually inspected and confirmed free from protector puncture, bent cannula, and tilted cannula beyond the allowable specification. There was no related nonconformity report related to human error during lot production. The confirmed supplied assembled needles were manufactured at needle assembly machine 4 and run under validated parameters. During the protector loading process, there is a jig pin hold to prevent extra movement of the jig pin, a cannula work hold to secure the cannula, and a protector guide (serves as a cap-feeding guide) to support the protector and keep it from coming into contact with the cannula tip. After loading the protector, it will be pressed into the hub with a uniform force to ensure proper fit. This process features a high protector alarm that detects protruding or misaligned protectors before pressing. The affected jig of the high protector alarm will be inspected for misalignment of the protector and possible bent cannula/protector puncture, and the affected product will be discarded. Based on machine history records, a protector alarm on the affected item code nn26x13rs25h with lot number 250409d was encountered. During troubleshooting, the technician removed the affected jigs from the conveyor, a procedure that can introduce mechanical interference. Before the machine improvement was conducted, the machine only alarmed when no protector was detected, requiring the operator to stop it manually and remove the affected jig. We perform product confirmation when changes are made in the machine, such as machine start-up, after machine maintenance, after machine adjustment/troubleshooting, after power fluctuation, after validation/sampling, lot change/type change, and after machine cleaning. There is also product inspection after machine trouble, where the check items are protector puncture, tilted cannula, and bent cannula, as applicable. Our product has an allowable tilting of the needle of not more than 2°. Tilted cannulas are one of the check items in the hourly in-process inspection during needle assembly. Visual in-process inspections are conducted during the manufacturing process to detect abnormalities of the assembled products, such as protector puncture. Before shipment, we have outgoing inspections to check the assembly condition of the product. From the previous two fiscal years to the present, we have received a total of 18 complaints for the same issue. Based on the investigation, 2 out of 18 complaints were confirmed to be related to our product or manufacturing process. Additionally, 7 complaints involved needlestick injuries, most of which occurred during product usage. A simulation was conducted at the protector loading station, particularly at the jig transfer conveyor. A protector supply miss alarm was intentionally set. The technician removes the affected jig and intentionally hits the jig beside it, causing the protector to move up and hang on the cannula tip. The machine continues to run until the protector pressing area, upon entering to the protector vacuum guide, due to its rightward inclination, the protector was not arranged or aligned, then pressed. Based on our investigation, the cause is related to our product or manufacturing process. A review of the lot history file revealed that during the production of the affected assembled needle nn26x13rs25h / 250409d, a protector alarm was encountered. A simulation was conducted to verify the issue. The results suggest that the defect likely occurred during jig removal with an incomplete protector at the jig transfer conveyor. During the occurrence of this defect, there was no established procedure for the proper removal of jigs affected by an incomplete protector supply. Consequently, the technician inadvertently contacted an adjacent jig. This caused its protector to shift upward and lodge on the cannula, with the needle tip inserted inside the protector body. As the machine resumed, the misaligned protector advanced to the vacuum guide for engagement. While partial repositioning may have occurred during vacuum alignment, improper seating, often due to rightward inclination, resulted in a protector puncture during pressing. The simulation confirmed that a similar defect may only occur if the protector of an adjacent jig is accidentally hit during a misdetection alarm (inclining to the right or to the left), where the technician arranged the affected jig. The issue will be addressed by installing an additional sensor near the pressing bar at the protector station of needle assembly machine no. 4. This is to improve process reliability and efficiency by reducing manual intervention, minimizing the need for technicians to remove products from the protector pressing conveyor and station. The target completion date for this activity is (B)(6) 2026. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
Terumo corporation received the reported information. The user facility reported that a nurse got needle stick injury, when he/she was about to connect the needle to a syringe. Upon checking, the needle tip punctured the protector. The needle tip was remarkably bent. Additional information was received on 12/09/25. Based on tc evaluation, the actual sample was returned in an open package condition. As received, no protector puncture was observed. The protector was lightly attached to the needle. There was a trace of protector punctured approximately 20mm away from the protector tip. The needle is gently curved, and the needle tip is slightly damaged. On the bottom film, there was a hole approximately 23 mm away from the dome tip. It appears to have been created by puncturing from the inside to the outside. The hole corresponds to the position of the protector puncture.

Manufacturer narrative:
D4: UDI: not applicable. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: requested, not provided. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The item code nn-26135 is qualified to run at needle assembly machine 4. Our product has an allowable tilting of the needle of not more than 2°. At the cannula station, an inspector ensures proper cannula alignment to prevent bent needles. Visual in-process inspections are conducted during the manufacturing process to detect abnormalities in the product. Before shipment, qc conducts outgoing inspections to check the overall condition of the products. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Manufacturer narrative:
This report is being sent as a follow-up #2 as follow up #1 had the incorrect year documented in section g3. The g3 date was inadvertently reported as 06-jan-2025 when it should have been 06-jan-2026.